Event description:
A report was rec'd in 9/2001 that a memorylens which had been implanted in a pt's eye in 1999 was beginning to opacify. This was first noted at the pt's exam in 2001. The surgeon performed a "yag" procedure, but the iol was still hazy. The pt was put on antibiotics and anti-inflammatories, to no avail. The surgeon reported that he was planning on explanting the lens. No other info was rec'd from the reporting surgeon at the time of this report.